Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to patient anatomy. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a small tissue bridge on the side cut on a patient's right eye during a refractive procedure. The docking process had to be repeated several times. The patient has deep set eyes and a very present nose. While treating the right eye, bubble formation (suction of air) occurred while creating an incision. The flap was lifted inferiorly at about 270 degrees. The cut had to be opened manually with a knife. The excimer laser treatment was carried out without problems. No patient harm reported. Additional information has been requested but not received.